Manufacturer narrative:
An event of a tear in the posterior wall of the patient's left ventricle during implant was reported. It was also reported that the tear may have occurred due to the patient's small left ventricle and the height of the epic valve caused the stent to interfere/interact with the left ventricle. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm tailor flexible annuloplasty band was selected for procedure during a valvuloplasty. Once the band was implanted, the patient's mitral regurgitation did not stop. The decision was made to intraprocedurally replace the 27mm tailor flexible annuloplasty band with a 25mm epic valve. The 25mm epic valve was sized using a b1000 biocor/epic sizer set. It was noted during procedure that a tear in the posterior wall of the patient's left ventricle occurred when implanting the 25mm epic valve. The valve was successfully implanted. It was noted that the tear may have occurred due to the patient's small left ventricle and the height of the 25mm epic valve caused the stent to interfere/interact with the left ventricle. The tear was repaired. There was a 5 hour delay in procedure due to this event, but there were no adverse patient clinical signs or symptoms during or after this event. The patient status was reported as stable.